Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was stuck in the rewind sequence. Customer was also not able to get reservoir into reservoir compartment. Customer went to the emergency room on (B)(6) 2016 due to high blood glucose of 700 mg/dl. Customer was hospitalized an was still in the hospital at the time of call. Customer was disconnected from insulin pump for six or seven hour prior to hospitalization.